Event description:
It was reported that during the implant procedure, the atrial lead had no signal and could not be actively fixed to the rigid atrium wall. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. 4